Event description:
During axsos elbow surgery, the screwdriver handle got stuck during the surgery and the doctor couldn't use. It seems that the screwdriver lost a pin and because of that the blade would not lock in the handle.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that screwdriver handle was alleged of issue s-36 (component / device stuck) could not be confirmed, since no other evidences were provided. Instead issue s-30 (not functional) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused due to misuse. The device inspection revealed the following: the locking mechanism on both sides is missing. Despite the given information; ¿it seems that the screwdriver lost a pin and because of that, round around its axis, without locking the handle¿ the missing parts had not been returned. No further investigation for the cause of these damages were carried out as this returned instrument was actually misused as this variax screwdriver handle had been used during an axsos surgery. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During axsos elbow surgery, the screwdriver handle got stuck during the surgery and the doctor couldn't use. It seems that the screwdriver lost a pin and because of that the blade would not lock in the handle.